Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/26/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/07/2014 with the following findings: there was no evidence of a load step malfunction in the black box. The black box did record loss of prime with zero and non-zero force. Unable to investigate due to up button not functional. Unrelated to the complaint, the contrast, down and ok buttons were intermittent. Keypad was peeling along the entire right side. Removed keypad. Contamination and moisture corrosion on all contacts and traces. Opened pump and removed from case. Corrosion on force sensor plate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).